Event description:
It was reported that the patients battery was interrogated for battery life evaluation. No specific problems reported but high impedance was noted on the right stimulator. Bipolar pairs 0/3, 1/3 and 2/3 were greater than 2,000 ohms. It was further reported that there were no symptoms related to this event. The company representative did try to test at a higher voltage to see if the impedances improved. No intervention was done, and the patient was noted to be fine. An explant was not planned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # v337831, implanted: (B)(6) 2010, product type lead; product ID 3389s-40, lot # v311812, implanted: (B)(6) 2009, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7438, serial # (B)(4), product type programmer, patient. (B)(4).